Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose reading was 400 mg/dl and treated with insulin pump. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at time of high blood glucose. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.